Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that when they bend their battery was popping out and it was moving from the implant site.